Manufacturer narrative:
D3: correction. D9: date returned 26-dec-2024. H3: one device was returned for analysis. Review of the event history log (ehl) showed multiple cassette not attached properly alarms. A functional test was performed, and the reported issue was not duplicated but was verified with the event log. The cause of the reported issue was due to the downstream occlusion sensor, which was scratched and faulty. As a result, the downstream sensor, seal and bezel were all replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cassette sensor was defective. There was no patient involvement.